Manufacturer narrative:
This article was found during a recent literature search of this device. The device is an exoseal vascular closure device but the catalog and lot numbers are not available. The citation is as follows: urata, r., nomura, t., hori, y., yoshioka, k., kubota, h., miyawaki, d., tatsumi, t. (2019). "Successful bailout procedure for acute popliteal artery occlusion associated with exoseal® vascular closure device: a case report." Journal of medical case reports, 13 (1). Doi:10.1186/s13256-018-1950-2. As reported in the literature article, a patient underwent percutaneous coronary intervention (pci) for a proximal stenosis in his left circumflex artery through an unknown 7f sheath from his right common femoral artery (cfa). An exoseal vascular closure device (vcd) was used for hemostasis after confirming there was no calcification at the puncture site of the cfa. Plug implantation was performed according to the manufacturer¿s instructions without any complications. However, they could not achieve complete hemostasis just with this procedure. Therefore, they added manual compression for ten minutes in total, and finally completed hemostasis. The next day, the patient complained of short distance intermittent claudication. His physical examination revealed an absence of a right popliteal pulse. His right lower extremity was pallid and perishing cold without ulceration. His ankle-brachial pressure index could not be measured on his right leg. Doppler ultrasound demonstrated no stenosis or occlusion in the visible area of his right cfa and superficial femoral artery (sfa). However, in his right popliteal artery (pop-a), the acceleration time was prolonged up to 125 msec, and the blood flow pattern was monophasic. Therefore, severe stenosis or occlusion in the distal sfa was suspected, and an emergency angiography was performed. The angiography showed no significant stenosis from the right common iliac artery to the cfa. However, a subtotal occlusion at the proximal site of pop-a was observed, and they moved on to endovascular treatment (evt) using an unknown 6f guiding sheath via his left cfa. They performed manual aspiration using an unknown 6f guiding catheter, but no embolus was aspirated and they could not recanalize the artery. Intravenous ultrasound (ivus) imaging demonstrated a smooth-surfaced high-density homogenous structure that was suspected to be polyglycolic acid fiber plug material of the exoseal vcd, as shown in figure 1. They tried embolectomy by pulling an ordinary 5.0×20mm inflated balloon catheter back from the pop-a into the unknown 6f guiding catheter in the sfa, similar to using a fogarty balloon catheter. However, the embolus was too large to be collected into the unknown 6f guiding catheter. Therefore, they decided to seal the material on the arterial wall with an unknown stent. To avoid stenting the pop-a, they pulled the embolus up to the proximal sfa and compressed it on the arterial wall by unknown 5.0×20mm balloon catheter inflation for 30 seconds, as shown in figure 2. It was confirmed that the embolus was attached to the arterial wall of the proximal sfa by angiography and ivus. Then, they deployed a 7.0×60-mm self-expandable nitinol smart stent to seal the embolus, as shown in figure 3. Final angiography demonstrated a favorable blood flow in the patient¿s right lower extremity, as shown in figure 4. After the procedure, the value of his ankle-brachial index (abi) was normalized and his symptoms completely disappeared. Angiography conducted 11 months postoperatively demonstrated no significant restenosis in the stent of his right cfa. Doppler ultrasound performed 18 months postoperatively showed no stenosis or occlusion in his right cfa and sfa. His postoperative course was uneventful in an 18-month follow-up study. The device was not available to be returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿plug inability to achieve hemostasis¿ and ¿plug - inaccurate placement intravascular¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Lower extremity arterial emboli (peripheral embolism) is a potential complication associated with the use of a vascular closure device, and is listed in the IFU as such. A peripheral embolism occurs when a clot or foreign object (like a vascular closure device plug) travels downstream to another vessel. If the clot/foreign material is large enough, it can obstruct a vessel and require additional intervention to restore blood flow. Based on the information available for review, procedural/handling factors may have contributed to the intravascular deployment and the subsequent inability to achieve hemostasis and peripheral embolism. According to the instructions for use, which is not intended as a mitigation, ¿physicians should be alerted to the following: excessive bleeding, swelling of the groin or leg, pain in the groin or leg or any sign of infection (redness, swelling, drainage, warmth, fever, chills, non-healing of wound).¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported in the literature by urata, r., nomura, t., hori, y., yoshioka, k., kubota, h., miyawaki, d.,tatsumi, t. (2019). "Successful bailout procedure for acute popliteal artery occlusion associated with exoseal® vascular closure device: a case report." Journal of medical case reports, 13 (1). Doi: 10.1186/s13256-018-1950-2; a patient underwent percutaneous coronary intervention (pci) for a proximal stenosis in his left circumflex artery through an unknown 7f sheath from his right common femoral artery (cfa). An exoseal vascular closure device (vcd) was used for hemostasis after confirming there was no calcification at the puncture site of the cfa. Plug implantation was performed according to the manufacturer¿s instructions without any complications. However, they could not achieve complete hemostasis just with this procedure. Therefore, they added manual compression for ten minutes in total, and finally completed hemostasis. The next day, the patient complained of short distance intermittent claudication. His physical examination revealed an absence of a right popliteal pulse. His right lower extremity was pallid and perishing cold without ulceration. His ankle-brachial pressure index could not be measured on his right leg. Doppler ultrasound demonstrated no stenosis or occlusion in the visible area of his right cfa and superficial femoral artery (sfa). However, in his right popliteal artery (pop-a), the acceleration time was prolonged up to 125 msec, and the blood flow pattern was monophasic. Therefore, severe stenosis or occlusion in the distal sfa was suspected, and an emergency angiography was performed. The angiography showed no significant stenosis from the right common iliac artery to the cfa. However, a subtotal occlusion at the proximal site of pop-a was observed, and they moved on to endovascular treatment (evt) using an unknown 6f guiding sheath via his left cfa. They performed manual aspiration using an unknown 6f guiding catheter, but no embolus was aspirated and they could not recanalize the artery. Intravenous ultrasound (ivus) imaging demonstrated a smooth-surfaced high-density homogenous structure that was suspected to be polyglycolic acid fiber plug material of the exoseal vcd, as shown in figure 1. They tried embolectomy by pulling an ordinary 5.0×20mm inflated balloon catheter back from the pop-a into the unknown 6f guiding catheter in the sfa, similar to using a fogarty balloon catheter. However, the embolus was too large to be collected into the unknown 6f guiding catheter. Therefore, they decided to seal the material on the arterial wall with an unknown stent. To avoid stenting the pop-a, they pulled the embolus up to the proximal sfa and compressed it on the arterial wall by unknown 5.0×20mm balloon catheter inflation for 30 seconds, as shown in figure 2. It was confirmed that the embolus was attached to the arterial wall of the proximal sfa by angiography and ivus. Then, they deployed a 7.0×60-mm self-expandable nitinol smart stent to seal the embolus, as shown in figure 3. Final angiography demonstrated a favorable blood flow in the patient¿s right lower extremity, as shown in figure 4. After the procedure, the value of his ankle-brachial index (abi) was normalized and his symptoms completely disappeared. Angiography conducted 11 months postoperatively demonstrated no significant restenosis in the stent of his right cfa. Doppler ultrasound performed 18 months postoperatively showed no stenosis or occlusion in his right cfa and sfa. His postoperative course was uneventful in an 18-month follow-up study.